Manufacturer narrative:
The customer¿s report of missing narcotics/overinfusion was neither confirmed nor replicated. The pcu event log shows that at 11:24 pm on (B)(6) 2017 the pump module was programmed to infuse clysis (IV) at a rate of 10ml/hr with a vtbi of 120ml; at 11:29 pm the device was channeled off following a patient side occlusion and an air in line alarm. At 11:30 pm, the user programmed another infusion of clysis (IV) at 10ml/hr with a vtbi of 120ml. This infusion ran until 8:42 am, when the device was paused and channeled off. During this period, the device alarmed 11 times for air in line and 1 time for patient side occlusion. The device was restarted after each alarm. The volume recorded as being infused during this period was 89.196ml. The customer did not provide any details regarding the volume delivered and volume remaining. Functional testing resulted in the pump module delivering fluid within specification. The log-only pcu error message 800.8000 occurred at 4:36 am. When this error occurs, the user sees a network comm error message and is informed that wifi will be unavailable until the system is rebooted. The infusion in progress is unaffected and continues to run. The network error was not replicated during functional testing. The root cause of the pcu error message 800.8000 was a hardware issue with the network card. The root cause of the missing narcotics/overinfusion was not identified.

Event description:
The customer reported that after an unspecified amount of medication was delivered, the volume of fluid remaining in the bag was less than expected. Multiple medications were all mixed into one 250ml bag of ns which is their practice reserved for the actively dying hospice patient; these included morphine 90mg, glycopyrrolate 0.8mg, famotidine 40mg, dexamethasone phos 20mg, metoclopramide 80mg, lorazepam 20mg. The infusion was intended to run at 8ml/hr for 7 days. The error and event logs were downloaded for both the pcu and the pump module involved and the error code 800.8000 was identified. There was no report of patient harm.